Event description:
The user facility reported via medwatch report#: 2100490000-2026-8003 that, "steris overhead lights are not working properly. During surgery or lights are on and off. Surgeon cannot see the site of operation clearly due to flickering or lights." No report of injury.

Manufacturer narrative:
It should be noted that the serial number(s) provided in medwatch report 2100490000-2026-8003 did not match any serial numbers steris has in our system. A steris account manager confirmed that the user facility utilizes harmonyair a-series surgical lighting systems, whereas the medwatch report references e-series surgical lighting systems therefore, the correct serial number(s) subject of the report event remains unknown.steris made multiple attempts to obtain additional information including confirmation of the correct serial number(s); however, the user facility has not provided this information. As the correct device serial number(s) remain unknown and the user facility has not provided additional information to clarify the discrepancy, steris is unable to determine the cause of the reported event.a follow-up report will be submitted should additional information become available.UDI-related data clarification: the serial number is unknown. Therefore, the applicable production identifier(s) could not be included in the MDR.